Manufacturer narrative:
(B)(4). Date sent: 4/8/2026. Additional information was requested, and the following was obtained: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. What was the postoperative pain management protocol? Is this the standard protocol? How many days postoperative was the patient's first bowel movement? Was any tissue ischemia identified? Was the prolene suture reinforcing the initial staple line or was it part of the gastrorrhaphy? Please provide a timeline of events. Please confirm the date of patient¿s death. Would the surgeon like to speak to ethicon? The surgeon though that the most likely explanation is the patient's obesity; apparently, he was an extremely obese patient, which, according to the surgeon, is the explanation he has found. It was also clear that, in his opinion, it was not due to the medical devices involved in the procedure.

Event description:
It was reported that a patient underwent surgery on tuesday, (B)(6), via sadis video-assisted technique, evolved to a condition of abdominal pain and dyspnea, and after undergoing a CT scan, fluid was found in the cavity. Upon performing a laparotomy, a fistula was identified in the region of the first stapling in the antrum (green load used). In the same procedure, a suture with prolene thread was also made on the staple line. A gastrography with cavity drainage was performed on saturday night, the patient went into septic shock and passed away on sunday morning ((B)(6)). Without further details did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? Yes, did patient require revision surgery? True, if yes, date of revision surgery. (B)(6) 2026, reason for revision surgery. Abdominal pain and dyspnea, patient status/ outcome / consequences yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Fistula at the stapling site with oversewing in the antral region. A laparotomy and gastrography were performed. The patient developed septic shock and died., was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe tomography.

Manufacturer narrative:
(B)(4). Date sent 3/11/2026. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. What was the postoperative pain management protocol? Is this the standard protocol? How many days postoperative was the patient's first bowel movement? Was any tissue ischemia identified? Was the prolene suture reinforcing the initial staple line or was it part of the gastrorrhaphy? Please provide a timeline of events. Please confirm the date of patient¿s death. Would the surgeon like to speak to ethicon? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.